Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that one of their sensor had a calibration error after a high blood glucose. The customer's blood glucose level was 420 mg/dl. They corrected the high blood glucose as per back-up plan. When they tried to reconnect the sensor it indicated a change sensor alarm. They reported that the second sensor was inserted but the transmitter did not blink. After they removed the sensor they realized it had no cannula. The product will not be returned for analysis.